Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) event of 60 mg/dl while contacting tandem technical services. The customer reported that the cause of the low bg level was due to not eating. The customer ate a snack to treat the low bg level. The customer declined further follow up with tandem technical services.